Event description:
A customer in (B)(6) reported via a distributor that they are experiencing condensation in a set-up which includes the mr850 respiratory humidifier and an unk breathing circuit. The customer also reported that the associated temperature probe and heater wire adaptor are not recognized by the humidifier "which at times reads incorrect values". No pt consequences were reported.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted due to pain at the implant site. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).